Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient drove to the emergency room (ER) by herself around 7:30 pm because she experienced chest pain and short of breath during that time, her cgm was showing normal readings (unspecified value). No bg was taken at home because she doesn't have a glucometer at home. No treatment was taken prior as well. At the ER, they performed EKG and xray and all results were found normal. But when her bg was measured 67 mg/dl while her cgm was showing 140 mg/dl. She was treated with orange juice, potassium pill, and IV fluids. She stayed at the ER to rest. When she felt better, she was discharged at around 2:00 am on (B)(6) 2025 (less than 24 hours). Patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.